Event description:
It was reported, the patient never had therapeutic effect from their device. It was also reported, the patient had been in a nursing home for one year prior to report and the patient had dementia. It was stated, the patient's device was "not working" and the patient had incontinence. It was also stated, the patient had another medical issue and was "putting this device on the side." Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3095-10 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID: 3889-28 lot# j0545165v, implanted: 2006 (B)(6), product type lead. (B)(4).